Event description:
Reporting status: serious injury. Reporting rationale: allergic reactions have the potential to cause or contribute to pt injury or treatment to prevent injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure after pre-dilatation was done, a 2.75 x 18 mm xience v stent was deployed in the distal circumflex (cx) lesion. There was no product issue or pt effects noted at the time of the procedure. However, sometime shortly after the procedure (within the same month) the pt complained of a rash, which was possibly due to the plavix. No additional event or pt info is available.